Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Post procedure the patient's implantable cardioverter defibrillator migrated downward. A device revision occurred on (B)(6) 2019. Patient was stable.